Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for normal follow-up, high, out of range pacing lead impedance and increased capture threshold were observed. The capture threshold had been increasing steadily over the past year. The physician has elected to continue to monitor the lead closely.